Event description:
The customer reported being hospitalized due to diabetic ketoacidosis after experiencing blood glucose levels over 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer removed the reservoir from the insulin pump and found that the insulin had leaked into the reservoir compartment. The customer stated that the tubing was cracked. Unable to complete the troubleshooting as the customer did not have more supplies with her. Advised the customer to call back to complete the troubleshooting once she has another infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.